Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the pump total daily dose correct reflected the pump¿s programmed basal rates. The pump black box showed loss of prime warnings associated with low, non-zero force. During testing, the pump performed the rewind, load, and prime steps without issue and exercised for 24 hours without loss of primes occurring. A force sensor calibration test was performed and confirmed that the pump was detecting the correct force. A delivery accuracy test was performed and the pump was found to be delivering within specifications. The reported loss of prime issue was unable to be duplicated during testing but the complaint was observed in the pump¿s black box associated with unidentified low force.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 27 mmol/l with nausea related to multiple loss of prime warnings on the pump. The reported blood glucose does not meet animas criteria for an adverse event. The reporter confirmed that there was no known change in temperature or force of the cartridge and confirmed that the cartridge cap was secured appropriately. The reporter indicated that the cartridge was changed with a cartridge from another box without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.